Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. It was reported that during routine preventive maintenance (pm), the device had a flow rate issue offset issue. A review of the serial lot number history found no similar complaints associated with this device. The device was recalibrated, which resolved the issue. The failure mode was confirmed, but the cause remains undetermined. CAPA- zm2023-07 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
On 04/24/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test.there is a previous complaint #(B)(4), on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 10, post-rework 4. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy above +5% but below +15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).